Event description:
A customer reported encountering a cgm error 42 related to their sensor. There was no specific mention of any impact on the customer's blood glucose level, which implies it remained within a normal range. Technical support provided the customer with instructions to reset the pump, and after following the guidance, the customer successfully started their sensor session without further issues.